Manufacturer narrative:
The baxter technical support representative performed troubleshooting over the phone with the account, asking the account to check the reverse trendelenburg switches in the head siderails. Per the baxter service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Do the function checks as applicable for your bed. If the bed passes all of the checks for its configuration, do the necessary administrative tasks, and prepare the bed to be put into service. If the bed does not pass all of the checks, repair or replace the part as applicable. Do not put the bed into service until it passes all of the checks. Warning¿report to bed authorized maintenance persons any unusual sounds, burning odors, or movement deviations observed in the controls, motors, or limit switch functions. Check the cable connection between the mcb and bcb. Replace or connect the cable as necessary. Replace the bcb. As no serial number was provided for this bed, a search of the baxter maintenance records for any baxter performed preventative maintenance on this bed was unable to be completed. It is unknown if the facility performs preventative maintenance on their beds. Baxter technical support contacted the account two additional times trying to obtain the resolution for this alleged issue. The account confirmed they repaired the bed, but they were unable to identify what action was taken to resolve the alleged issue. Based on this information, no further action is required.

Event description:
It was reported that centrella med-surg (product code p7900b3spl07, serial number not provided), had the bed moving into the reverse trendelenburg position unintentionally. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.